Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included stress urinary incontinence. Concurrent conditions included lower abdominal pain, uterine prolapse, cystocele and rectocele. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, with bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6)-2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6)2019, she had uterosacral vaginal vault suspension, anterior and posterior repair and tvt-obturator mid-urethral sling diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: sterilization wires project over the left and right hemipelvis. The uterus is unremarkable with no evidence of contrast opacification of the fallopian tubes and no evidence of free spill. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done for brd as the case was submitted with incorrect bayer receipt date of (B)(6)2020 instead of (B)(6)2020 on the extraction form. Correct brd- (B)(6)2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included stress urinary incontinence. Concurrent conditions included lower abdominal pain, uterine prolapse, cystocele and rectocele. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, with bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2019, she had uterosacral vaginal vault suspension, anterior and posterior repair and tvt-obturator mid-urethral sling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: sterilization wires project over the left and right hemipelvis. The uterus is unremarkable with no evidence of contrast opacification of the fallopian tubes and no evidence of free spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: medical records received. Reporter, date of birth, lab data, concomitant condition and removal surgery details were added. Event removal replaced with pelvic pain from medical record. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.